Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room at the hospital after receiving inappropriate high voltage shock therapies due to premature ventricular contractions diagnosed as ventricular fibrillation. Programming changes were made and the patient was stable after the event.